Manufacturer narrative:
The reported complaint of separation was confirmed on the returned set. An image was provided by the customer showing the involved device inside the bag. During visual inspection, the 60" pressure tubing was received separated from the female luer. Insufficient adhesive coverage was observed on the end of the tubing. The separation of the bond was due to insufficient adhesive coverage on the pressure tubing. The probable cause of insufficient adhesive coverage on the pressure tubing had occurred due to an error during assembly. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 7/25/2024.

Event description:
The event involved a transpac® it transducer 72" (182 cm) red stripe pt tubing, 03 ml/hr flush device and macrodrip where the customer reported that while seting up the transpac it transducer pressure measurement kit, an artery disconnection alarm sounded with blood on the floor. The device has completely disconnected from the plastic tip. The device was changed. No consequences for the patient thanks to the quick intervention of the nurse. The device was not pre-disinfected and was not washed. No autoclave sterilization. The device was in good storage condition. The event occurred in the intensive care unit during disconnection. The product is available for evaluation at the pharmacy. There was patient involvement and no adverse event/human harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.